Event description:
Report received from the cardiovascular intensive care unit (cvicu) that small puncture holes were found on the drain tubing section. It appears the tubing becomes crimped in its coiling position when packaged and is noticeable when taken out of the sterile wrap. Staff reported that the issue caused an air leak with the drain.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The complainant reported that they were experiencing air leaks with oasis dual drains. They suggested that this may be caused either by kinks in the tubes near connection points or by puncture holes in the tubes. The complainant stated that the patient tubes for these devices become crimped when coiled and that it is noticeable when the sterile wrap is removed. They also stated that small puncture holes could be seen on the tubing. When asked for additional information about the crimp and the puncture holes, the complainant stated that no puncture holes could be identified, but they did send a picture of a patient tube with a small crease in it (this was not one of the devices involved in the air leaks). They stated that this did not result in a delay or reduction in treatment and that there was no evidence the drain had failed to function properly. A picture of an opened drain with the patient tube coiled on top was provided, but the customer stated this was not any of the devices being reported. This picture was an unused drain which was photographed as an example of the issue, however no sign of the reported issue could be seen on this drain. When the customer was asked to identify the issue in the picture, they sent another picture showing a small crease in the patient tube of a drain in use. No pictures were sent of the actual devices from these complaints and they will not be returned, as they were all discarded. Because these devices were not returned or photographed, the complaint cannot be definitively confirmed. A device history record was reviewed and there were no nonconformities or anomalies identified within any of the records reviewed. The visual aid for identifying patient tube kinks, contains a picture of a tube with a crease/dent which is considered acceptable. This is similar to the picture provided by the complainant. The IFU for this device provides instructions not to use a device if it is discovered the device is damaged. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. The root cause for this issue is impossible to define. It cannot be confirmed that the event complained about actually occurred or that the devices in question were nonconforming. The devices were not returned for evaluation and no pictures or video of the devices themselves were provided. The pictures provided by the complainant were not of the devices in question. Their complaint about puncture holes was a suspicion, not an observation. The only evidence they provided of a kinked patient tube was a picture of an unrelated device with a small crease in it which is acceptable according to specifications. H3 other text : device not returned.